Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump changed the time. The contact did not know if the blood glucose level was impacted. Tandem technical support reviewed the t:connect data and found that the customer had changed the time and date and then the contact changed the time back.